Event description:
It was reported that a crystalens at-50ao iol was implanted in the pt's right eye and was explanted approx 5 weeks post surgery due to optic tilt. The pt noticed a change in both her distance and near vision. The crystalens was explanted and an anterior chamber lens was implanted. The surgeon indicated that in his opinion, the likely cause of the event was due to fibrotic changes and ocular anatomy too small. The pt's current status was described as good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.